Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product has been discarded.

Event description:
It was reported that the infusion set was leaking between the pump's adapter and the luer connection resulting in elevated blood glucose values and positive ketone bodies.